Manufacturer narrative:
H6: eval codes, method: the device has not been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A lot history record review could not be obtained. A supplemental report will be submitted when the device is received and the investigation is completed. Internal file number - (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the device would not activate. They switched out cords and the generator, but the unit would still not activate. A new kit was used to complete the procedure. There were no pt effects. The lot number is unk. The product is returning.